Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the advia centaur xp instrument. The cse, in consultation with the siemens regional support center (rsc), replaced the sample dilutor probe, the wash displacement dilutor and checked the wash station. The cse ran the dry, wetwater and wetwash 1 protocols, the cse then cleaned the system with bleach. Siemens is investigating the issue.

Event description:
A discordant (B)(6) antibodies to (B)(6) patient sample test result was obtained from an advia centaur xp instrument. The initial test result was not reported to the physician(s). The same sample was repeated three times on the same instrument giving a (B)(6) test result each time. The (B)(6) test result is considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false (B)(6) test result.

Manufacturer narrative:
Additional information (03-may-2018): a siemens customer service engineer (cse) reported that one of the dilutor pumps was broken and occasionally allowed air to enter the wash 1 line. The instrument was returned to an operational state by replacing the dilutor pump. The cause of the false positive anti-hepatitis b surface antigen antibodies (anti-hbs) was a broken dilutor pump. The instrument is performing according to specifications. No further investigation is required. The evaluation codes for result code and conclusion code were revised.